Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the brake was not totally releasing during the bench test, even when the gearbox was removed. The unit runs really slow, like the brake pad is dragging. An expanded evaluation was performed. Per the expanded evaluation report, brake pad dust was found at the motor/brake interface, suggesting that the brake may not have been completely mechanically releasing. However, functional testing of the motor/gearbox determined that the no-load output shaft speed in both rotational directions was within specification, giving no indication that motor performance was impeded.

Event description:
Left motor gearbox is locks up and will not move. Enduser stated chair drives in a circle.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor gearbox is locks up and will not move. Enduser stated chair drives in a circle.